Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output while performing a diagnostic (r-wave measureement) test. The patient is pacemaker dependent and experienced a short period of asystole. No pacing during the r-wave measurement test is appropriate as per design. The physician realized the details of this test after the event occurred.